Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event summary: as reported, prior to patient contact, an ncircle tipless stone extractor was unable to be closed. A new device was used to complete the procedure. A photo of the device was provided and showed the handle cracked. It was also discolored due to iodine. There was no impact to the patient due to the occurrence. Investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. A device failure analysis was conducted on the returned device. Product was returned in box packaging only wrapped in surgical gauze. The product appears to be used. The basket was in the open position. There is no pett in the handle, the canula is separated from the collet knob, and there is a crack in the handle at the proximal end. Causes unknown, the reported failure mode is confirmed. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. It is likely the cracked handle was preventing the collet from securely holding the cannulated handle in place, allowing the cannulated handle to move within the handle, resulting in the pett tubing to fall off. The cause for the crack in the handle could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
PMA/510(k) #: exempt. Customer: phone number: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to patient contact, an ncircle tipless stone extractor was unable to be closed. A new device was used to complete the procedure. A photo of the device was provided and showed the handle cracked. It was also discolored due to iodine. There was no impact to the patient due to the occurrence.